Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device malposition, since it was not in the mid-glans where it was supposed to be. It was also said that the device was not sized correctly. A new ipp was implanted and the original reservoir was left in patient. There were no patient complications reported.